Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts arranged to send a replacement pump with updated software and instructed the caller to complete necessary training before using it. The caller was advised to return the problematic pump and acknowledged understanding of the required steps, including storage mode preparation and using the return box with a pre-paid label.